Event description:
Reporter indicated that patient had constant hoarseness. Patient was implanted approximately 1 1/2 years ago. Physician reported that the patient has had hoarseness the whole time, but could not say if it started immediately following surgery or after a few months of stimulation. Physician reported that the device has been turned off for several months. Physician reported that she knew that the patient had vocal cord damage as diagnosed by an ent several months ago. Physician reported that the constant hoarseness was causing learning difficulties for the patient. Attempts to obtain additional information were unsuccessful.